Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and it passed. Unable to perform the unexpected restart, occlusion and excessive no delivery alarm tests due to the motor error alarms. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump was exposed to an x-ray. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.